Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 8 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.